Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 36 ceramic head broke. Update oct 5, 2017: litigation record received. In addition to what was previously reported, litigation alleges pain, discomfort and failure of acetabular liner. Added complainant information. Added unknown liner. This complaint was updated on oct 13, 2017. Update oct 21, 2017: pfs and medical record received. In addition to what were previously alleged for MDR reportability, medical records reported that patient had an unusual sensation, popping in the hip, and unable to bear his weight. Revision notes reported that the surgeon found broken bits of ceramic, broken ceramic head, dislocated hip, scratches on the trunnion, and wearing of the head and liner. This complaint was updated on oct 27, 2017.